Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist to report burning odor and smoke. The customer replaced heat torch and ran quality control, which was acceptable. Siemens is investigating the issue.

Event description:
Smoke and a burning odor were emitted from a dimension exl 200 instrument. There are no reports of adverse health consequences due to the smoke and burning odor.